Event description:
Neurostimulation initially controlled symptoms, but eventually lost effectiveness. The pt experienced increased pain. Fluoroscopy revealed lead migration. The implantable neurostimulator sys was explanted. The pt decided not to pursue revision surgery. The pt recovered without sequela.